Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During preparation, while shaping of the flower, a protrusion from the tip was noticed. The catheter had already been prepped without any issues, flushing and loading merit rosen wire. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.